Manufacturer narrative:
The device and battery were not returned to zoll medical corporation. Instead, the activity log from the event was returned and evaluated. The customer report was observed but not identified to a device malfunction. The case in question found that the user pressed the charge button and 28 seconds later disarmed the device. No faults were observed to the device during the event. Six seconds following the disarming of the device, the device was charged to 200 joules and discharged into the patient. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge defib. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.